Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of system revision due to pain, pocket erosion and infection. Additional information indicated that the patient had a very thin skin. No additional adverse patient effects were reported. This s-ICD was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.